Event description:
It was reported that during a sacroiliac joint (sij) surgery, a 7.3 mm cannulated screw head went through the 13.0 mm washer, while attempting to implant the screw into the joint. A total of three washers were used with that screw and all the washers had the same issue. Another screw of the same kind was used with a spherical washer and it worked fine. All three washers and the screw were retrieved. There was a time delay of fifteen minutes. The surgery was completed successfully and the patient was fine. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: one part 219.99 was received intact. The washer was heavily deformed and marred. The hole through the washer was oval shaped rather than round. One screw and three washers were received with the following information: 7.3mm cannulated screw, 32mm self-drilling, self-tapping (part 209.895 / lot unknown / manufacturing location: unknown / manufacturing date: prior to 08/2009); washer (part 219.99 / lot unknown / manufacturing location: unknown / manufacturing date: unknown). The returned screw shows an attempt to implant, but is otherwise in excellent condition. The three returned washers are heavily deformed and marred. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned implant(s) use is addressed in technique guides. The implants are used for fracture fixation of long bones and large bone fragments. Despite the deformation and damage to the washers the complaint condition could not be replicated. As such, the complaint condition was most likely caused by method of use, rather than the design of the instrument. This complaint is unconfirmed. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is unconfirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.